Manufacturer narrative:
The lens heat shield/holder from the dental light has a three prong locking mechanism which locks the lens heat shield/cover into place. The lens heat shield/cover has to be removed by the end user when cleaning the lens or replacing the halogen bulb during routine operator maintenance. The installation instructions, use and care instructions, and labeling clearly state to ensure the lens heat shield/holder is properly secure by snapping the part back into place. The complaint info received during the initial notification from the attorney is vague and incomplete. Marus has made several attempts trying to obtain more info regarding this event however the attorney is not responding to all of our inquiries. Marus was informed by the attorney that the dental light was an acquired asset by the doctor, therefore, it is not known when the dental light was installed or who installed the dental light.

Event description:
Marus became aware from an attorney that a dentist was performing routine medical treatment to a pt when the lens heat shield/holder from a marus dental light fell off the light head and onto the pt chin, causing a burn.